Manufacturer narrative:
Product analysis result: observation: section of broken rod returned is approximately 28.5mm long. Microscopic review of the fracture face o there is smearing from post fracture damage on 50 percent of the fracture face. There are convex striations (beach marks) that emanate out of the area of crack propagation. These lines can be seen through 75 percent of the cross section and are noted up until the point of surface smearing. The witness mark from the bone screw head located 4.5mm from the fracture is heavier on one side, indicating the rod may not have been level and sitting flush in the head of the bone screw. Conclusion: the above observations are consistent with cyclic fatigue. The force applied to the area of fracture may have been increased due to the rod not being flush in the bone screw head. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior spinal fusion due to spinal stenosis, degenerative disc disease. Post-op, it was found that the implanted rod had broken down at the s2 screws, from the bottom of the construct. The rod looked like it had pulled away from the cap screw. There were no patient symptoms or complications as a result of this event. Revision surgery has been performed to remove the broken rod.

Manufacturer narrative:
X-ray image review result: post-op x-ray for anterior/posterior lumbar sacral fusion shows fracture of the one of the rods above the iliac screw. By report this happened in the early post-op period refers fusion would be expected to have occurred in this (B)(6) year old patient. Bone quality and degree of deformity correction are unknown. If information is provided in the future, a supplemental report will be issued.